Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 600 mg/dl, and moderate to large ketones. Customer was taken to the emergency room. The cause for elevated bg levels is unknown. Customer was treated through intravenous insulin and fluids. Customer's bg levels lowered to 160 mg/dl, and customer was released approximately 5 hours later. Subsequently, bg levels began to elevate again reaching over 600 mg/dl, and was taken back to the emergency room. Customer was treated through intravenous insulin and released from the emergency approximately 5 hours later.